Event description:
The customer reported that their device would not detect a connection of the therapy cable assembly. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer (hospital biomedical engineer) advised physio-control that they have evaluated the device and verified the reported failure. They will be replacing the therapy connector assembly and once proper device operation is observed, the device will be returned to use. The device has not been returned to physio-control for evaluation.